Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding broken wires was confirmed by failure analysis.

Event description:
It was reported that small grasping retractor instrument came down with chips on side. There was rattling inside the connector piece and wires were coming out. There was no reported injury. Isi followed up with the initial reporter however, additional information could not be provided regarding event details.